Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "device rupture and necessary removal". The device was explanted. This record is for an unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "device rupture and necessary removal" confirmed by MRI.

Event description:
Physician reported an implant rupture confirmed by MRI. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device patch with lot number 2504713 and catalog number ml 170 g. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.